Event description:
It was reported that the patient had the original implant back in (B)(6) 2012 and the doctors reportedly thought the wires were dislodged. The surgery was redone in (B)(6) 2012 and was now working fine.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead. (B)(4).